Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. All the buttons functioned properly and no moisture damage on keypad traces or numbers ramping up noted. Keypad connector was fully locked. Block mode functioned properly. We were unable to communicated with guardian 2 link sensor and glucose sensor simulator. Problem isolated to connector. The insulin pump had faded serial number label and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with two sensors and had to throw them away. Customer wanted replacements for the sensors. Customer also reported a keypad anomaly on the insulin pump. Customer stated that the numbers are not ramping on their own. Customer stated that the scroll bar is not moving without any input. Customer stated that there is a response from a button. Customer stated that the back, down arrow, and middle buttons were unresponsive. Customer did not have a stuck button alarm. Customer stated that the pump was neither dropped nor exposed to moisture. Customer stated that sometimes an alarm was in progress during the keypad anomaly issue. Customer replaced the battery but the stated the issue continued to happen. Customer was advised that the pump will need to be replaced due to the scratches. Customer was also advised to discontinue use of the pump and revert to a back-up plan.